Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012. At first, the product worked normally. Then, the blade was rapidly becoming dull with poor rotation. The myoma was not that big. Another like device was used to complete the procedure with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. A sharpness test was conducted, and the returned blade passed the test with an average breaking force of 2.78 lbf (specification: average 3.5 lbf max).